Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The outer insulation was breached cut. Blood/body fluid was found on the proximal conductor, which was distorted. Blood was found in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant. The full lead was returned and analyzed. The outer insulation was breached cut. Blood/body fluid was found on the proximal conductor, and blood was found in/on the helix/lobe mechanism. The lead appeared to be damaged at implant.

Event description:
It was reported that during the implant attempt, both the atrial and ventricular lead exhibited issues with helix extension and dislodgement. Both leads were not used and additional leads were implanted. During extraction of the leads, due to the extraction method used, both leads received a slit on the side of the lead. No patient complications have been reported as a result of this event.